Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 26, 2023 and july 27, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video observed leakage from the spike port. The reported condition was verified. The cause of the condition was determined to be most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen (19) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the port. The leaks were observed during compounding prior to sending for patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.